Event description:
It was reported that during the performance of a port-access CABG and "mvr" procedure, a 1 cm perforation was detected in the apex of the right ventricle. This was signaled by the presence of blood in the pericardium. The source of the perforation was not determined. It was repaired uneventfully, and was felt to be of no clinical consequence.